Event description:
Pt's control unit swapped unable to prime pak nxstage tech support can't correct, swap prompted. On (B)(6) 2021 pt received new control unit can't complete sak, tech support unable to resolve, new control unit arrived (B)(6) 2022. Pt had backup tx at unit.